Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4) , implanted: (B)(6) 2015, product type :lead. (B)(4) .

Event description:
Information was received from a consumer via the manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was sent for x-rays to confirm a possible lead migration. The patient had not had any stimulation or therapeutic effect from their left lead, electrodes 8-15, in several weeks. The x-rays showed it looked as though the lead was anterior but there was zero stimulation response, not even discomfort, at 10.5 amps. Impedances were checked on both leads and showed no impedance issues as all readings were normal. Lead revision was discussed however no decisions had been made. No interventions or outcome were provided however additional information has been requested. If received a follow-up report will be sent.